Event description:
The facility reports event in which air in the tubing got past air detect sensor on hemodialysis machine but the machine failed to alarm. Possible source of the air is reported to be a leak in the arterial monitor line tubing near the transducer protector. 30-45 minutes into this treatment the patient complained of chest pain, shortness of breath, and coughing. Air was noticed in the venous tubing past the air detect sensor and may have resulted in air embolus. Patient was placed in trendelenburg position and oxygen administered. The patient recovered and a new bloodline was set up to continue treatment. Ebl = 250 cc. The complaint sample was discarded at the time of the incident. MDR is filed for blood loss only.